Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, on (B)(6) 2013. There are 2 screw heads that broke off upon final insertion onto the peek psi. Screw insertion onto the psi and burring were done on the ot table away from the patient. The broken remnants were all retrieved. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.